Event description:
The hcp reported that in 2006 the patient developed onset of itching/burning at pump site. The patient also noted increased bowel sounds and diarrhea. Minimal erythema and edema was noted at the pump site 6 days later. The patient was receiving dilaudid 50 mg/ml and clonidine via the pump. The pump was site was aspirated on the 6th day later and fluid was sent for culture which was negative. Complete blood count revealed normal white blood count, normal diff and normal erythrocytic sedimentation rate. Antibiotics and antihistamine were prescribed. Symptoms have subsided, but are not fully resolved. A dye study is pending to rule out leak.

Manufacturer narrative:
(B)(4).

Event description:
On 10/1/2014 information was received from the patient indicating their pump reportedly "blew up inside of them". See also manufacturer's report #3004209178-2010-02195 for a similar pump site issue that occurred with the patient's subsequent pump. In regards to the previously reported itching and burning at the pump site, it was described as "like an IV that burs".&#64397;

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reporter mentioned a hole after the second surgery; the pump blew up (as previously reported), and another pump was implanted.